Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white particulate matter on the tubing of the transfer set during use at the patient's home. At the time of the event the transfer set has been in use for 180 days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. A visual inspection was performed with the naked eye and white residue was identified inside the tubing. The observed residue is extrinsic to the manufacturing process. The white residue observed was compared to the defect library and is similar in characteristics to known substances identified as fatty acid (likely calcium stearate), calcium carbonate, and a small amount of carbonyl-based material. The reported condition was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.